Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery malfunction; the battery was not in proper condition. There was no adverse patient impact reported.